Event description:
International affiliate reports that when the surgeon was advancing the polyaxial screw, the tip of the screwdriver sheared off within the screw head. The broken tip could not be retrieved and is lodged within the head of the tightened screw. A rod placed on top of the screw ensures that the tip will not migrate. As an unintended portion of the surgical instrument remains in the pt, a medwatch report is being filed to document this event.

Manufacturer narrative:
Depuy spine has requested the return of the polyaxial screwdriver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.